Manufacturer narrative:
The reported event of false eos alert was confirmed. The device was above elective replacement indicator (eri) level upon receipt. Eos alert was falsely triggered consistent with electric cautery exposure. Analysis performed; tests indicated that the device exhibited normal device characteristics with no anomalies. Visual inspection noted electrocautery marks on device. User¿s manual indicated that electrosurgical cautery may cause asynchronous or inhibited device operation. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the pacemaker exhibited a false elective replacement indicator alert. The pacemaker was explanted and replaced. The patient was in stable condition.